Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
''Us legal'': it was reported that the plaintiff suffered from an unspecified adverse event and was scheduled for a right hip revision surgery in (B)(6) 2021 to address the issue. To the date, there is no confirmation that this procedure took place. The current state of health of the patient is unknown. The right hip bhr primary surgery was performed in (B)(6) 2011 due to degenerative joint decease.

Manufacturer narrative:
It was reported that following a primary right hip surgery, a right hip revision surgery was scheduled. As of today, there is no confirmation that this procedure took place and the devices used in treatment have no been returned for evaluation. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. With the limited information provided, the patient¿s medical condition cannot be confirmed and the reasons for which a right hip revision surgery was scheduled remain unspecified and unknown. However, it should be noted that according to the implantation operative report: ¿in approximately 45 degrees of abduction and 20 to 25 degrees of anteversion¿, the acetabular cup was implanted with increased anteversion. The bhr surgical technique (rev a 4567-0103) indicates the ¿acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle.¿ it was also noted that the acetabulum was reamed to size and not reamed under the cup size. It is also noted that the components have been implanted for about 10 years. No revision has been reported. Further, it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implants. The patient impact beyond the ¿unspecified condition¿ cannot be determined. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and excessive patient weight. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.